Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the system was explanted for an unknown reason.